Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the battery was moved from the patient¿s back to abdomen because of tissue inflammation. This procedure was done about three months prior to the report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.